Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 0003901. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that a pegasus yel 24ga x 0.75in prn had a defective tubing clamp during use. The following was reported by the initial reporter: "the nurse in the pediatric ward after the child underwent venipuncture, it was found that the indwelling needle tubing fixing clip could not clamp the infusion tube. It was confirmed that it was damaged."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pegasus yel 24ga x 0.75in prn had a defective tubing clamp during use. The following was reported by the initial reporter: "the nurse in the pediatric ward after the child underwent venipuncture, it was found that the indwelling needle tubing fixing clip could not clamp the infusion tube. It was confirmed that it was damaged."